Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned and analyzed and found an intermittency between the connector pin and cap. The distal conductor was distorted and had blood/body fluid (not obstructed), there was blood/body fluid outer tubing overlay, the outer tubing overlay had cosmetic environmental stress crack (esc) and an esc breach (non-electrical), the exosed defib coil had white substance, the outer insulation had cosmetic depression. The device is part of the advisory for this model.

Event description:
It was reported there was presumed infection with vegetative growth on the lead. The lead was removed. No further patient complications were reported as a result of this event.